Event description:
The pump was implanted in the buttock. It was replaced due to discomfort of the placement. The new pump was implanted in the abdomen. No problems with the therapy or pump were reported.

Event description:
It was later reported that the patient does not have concerns about her device or therapy. The patient was getting ready to have a trial with a spinal cord stimulator. She further reports that she received assistance from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
(B)(4).